Event description:
It was reported that when the cable is slightly moved on the active lightsource, it clicks into stand-by mode.

Manufacturer narrative:
Additional info will be provided once investigation is completed.